Event description:
Caller states the pt tested 2.8 inr on the coaguchek system and 3.9 inr on a comparison lab. No treatment info provided. No adverse event reported due to result. Requested return of suspect system and replacement was sent.